Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the system error 2240. The hp did not remember any details about this alarm. The hp stated that therapy has been going well. There have been no other issues with therapy and there was no patient injury or medical intervention reported. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during drain 2 of 4. The home patient (hp) stated that he disconnected to use the restroom and must not have stopped it. The hp stated that right after he reconnected, the hc alarmed. The technical service representative (tsr) explained the alarm and had the hp cycle power twice to clear the alarms. The tsr then explained that the supplies were compromised and the hp would need to start therapy over with new supplies or finish manually. The hp would finish manually. The tsr advised the hp to call the nurse in the next 24 hours to inform her alarm occurred. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did contact her regarding the alarm. The nurse stated the hp is doing well on therapy with no further issues. There was no patient injury or medical intervention reported.